Event description:
Medtronic received information from a patient representative that on the same day as the implant date of this 30mm annuloplasty ring, the patient died. The cause of death was not received. Therefore, relatedness of the death to the 30mm annuloplasty ring could not be excluded. It is unknown whether an autopsy was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.